Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to call emergency medical service due to unknown low blood glucose on unknown date. Customer alleged that insulin pump was over delivering. The customer was treated with sugar water and emergency medical service had treated their low blood glucose via glucose gel or an intravenous sugar water. Customer experienced symptom of low blood glucose level such as unconscious. Auto mode feature was active not at the time of incident. The insulin pump will be and reservoir will not be returned for analysis.